Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, technician found a mixing pump problem cause the unit not to cool. Mixing pump assembly was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during functional test water did not cool down on the arctic sun device. As per review of wo on 01apr2023, there was no patient involvement. Symptoms were detected during the equipment inspection. As per follow up information received via email on 27apr2023, chiller temperature (t4) was 5°c and the device was making cool water. They found mixing pump problem. They replaced the device on the field. The issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during functional test water did not cool down on the arctic sun device. Per review of wo on (B)(6) 2023, there was no patient involvement. Symptoms were detected during the equipment inspection.